Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the error messages. The fse pulled out extra tube out of reagent wheel that was hidden. Customer said some bar codes were not reading and tested with a couple racks. Bar code reader reading even with tube label at various angles. The tall tube labels were pretty high on tubes. The fse recommended lowering labels on tall tubes and cleaning heads on printers. The fse determined that this cleared the issues. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was a few bad labels.

Event description:
On (B)(6) 2016, a customer reported barcode reader failure with their aia-2000st analyzer. The customer is unable to run afp and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.